Event description:
Hip revision in 2007. Zimmer trabecular metal modular acetabular system. Zimmer trabecular metal modular acetabular system 56 mm porous shell with cluster holes, cat # 00-6202-056-20. Reported pain and discomfort to surgeon in (B)(6) 2011. Doctor reports nothing wrong with device. Pain intensifies up until ER visit in (B)(6) 2013. Muscle atrophy, difficulty walking; tumors found inside psoas muscle, and removed in (B)(6) 2014. Orange sized tumor filled with particles from hip replacement device. Doctors scheduled another revision for (B)(6) 2014. Say infection found and entire device removed.